Event description:
Customer stated that the product was heating up during a procedure. A backup set was used to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
This device is available to stryker for eval. However it has not yet reached the investigation site for eval.